Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-03043. The patient received a trial scs system, including two percutaneous leads, on (B)(6) 2010. It was reported that four days post-operative, the patient bent over and immediately felt numbness in her feet and became incontinent. The patient presented to the emergency room. An x-ray revealed the leads had migrated from t8-t9 implant site to t12. The leads were explanted and not replaced. Shortly after the explant, the patient regained feeling again. It was reported that a review of the surgical notes found that the patient's epidural space was not assessed preoperative. The explanted leads were discarded by the facility. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.